Event description:
It was reported that the primary system controller screw would not thread, following insertion of the backup battery (ebb). The backup system controller back panel and screws from old controllers with no resolution. It was noted that the ebb was well seated. The account was not willing to do a system controller exchange at the time. The raised screw was covered with tape and when the patient was stable the account would perform a system controller exchange and return the exchanged controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues with threading a backup battery cover screw was confirmed. Submitted photos revealed that the bottom right screw would not fully engage. The system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The bottom right screw of the backup battery cover would not thread in the hole. A damaged helicoil was noted. The damaged helicoil in the screw hole resulted in the inability for the screw to be properly threaded. Additional information provided stated that the raised screw was covered with tape and the controller would exchange the controller when the patient was stable. A root cause for the reported event was determined to be due to damage to the locking mechanism; however, a root cause for this damage was not conclusively determined. A manufacturing analysis task has been initiated to further investigate the issue of a damaged helicoil. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.